Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for gastrointestinal (gi) bleed. This has been a recurrent issue for this patient. The patient's inr target was lowered to 1.8-2.0 and the patient will continue to be monitored. No alarms were reported.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported gastrointestinal bleed could not be determined. The patient remains on going with the implanted device and no further issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.